Event description:
It was reported that the pump was implanted in 2000. The pump was explanted when the pt experienced overdose symptoms. It is uncertain if the situation related to an oral overdose or too high a concentration of the drug being infused by the pump. There were no add'l pt complications.